Event description:
The customer reported a slight blood leak into the drip tray of the beckman coulter lh 750 slidemaker instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On (B)(4) 2012, a field service engineer (fse) found loose tubing at pv20 and trimmed the tubing and reattached to the fitting and verified instrument operations. The pinch valve (pv20) carries pressurized to rinse the reservoir and dispense lines.

Manufacturer narrative:
The root cause for this event is a loose tubing at pv20. (B)(4).